Event description:
It was reported to medtronic neurosurgery that the valve was leaking prior to insertion into the patient. According to the report, there was no patient contact.

Manufacturer narrative:
The initial report stated the product did not have patient contact. However, the valve was covered in proteinaceous debris. This suggests the device did come into contact with the patient. The valve was patent and passed siphon testing. However, it did not meet the requirements for reflux and leak testing due to a tear in the top of the delta chamber. It is unknown how or when this damage occurred. The device met all specifications for pressure-flow and preimplantation testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimized handling with surgical tools. A review of the manufacturing records showed no anomalies. No impact to the patient was reported. All of the valves are 100 percent tested and at the time of manufacture.